Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the dilator could not be seated into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was replaced and the case continued. There was no patient consequence. Additional information received indicated there was resistance with the dilator. The dilator was not able to move through the sheath. The dilator was not stuck. There was no physical damage visible on sheath/dilator due to resistance. The bwi representative was not sure if there was occlusion or not when irrigating the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was completely blocked by the collapsed valve. The rubber piece around the valve detached on one side but was still connected. The valve did not break into two or more pieces.. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was not used on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the dilator could not be seated into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was replaced and the case continued. There was no patient consequence. Additional information received indicated there was resistance with the dilator. The dilator was not able to move through the sheath. The dilator was not stuck. There was no physical damage visible on sheath/dilator due to resistance. The bwi representative was not sure if there was occlusion or not when irrigating the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was completely blocked by the collapsed valve. The rubber piece around the valve detached on one side but was still connected. The valve did not break into two or more pieces.. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was not used on the patient. Device evaluation details: on 5-sep-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a bent was observed on the dilator. A dilator was introduced with the hemostatic valve dislodged, and resistance was found. Then the hemostatic valve was taken off the hub, the dilator was introduced again, and no resistance was found. A microscopic examination of the hemostatic valve surface showed evidence of damage to the outer diameter. The dilator outer diameter was measured, and dimensions were found within specifications. The hemostatic valve dislodged could be related to the resistance reported by the customer. A device history record was performed, and no internal action related to the reported complaint were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the bent in the dilator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).